Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 2251480: the search criteria of these queries are mentioned on qpp07-01-004-her1-g02 rev 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture (rupture). The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV and device rupture.

Event description:
Patient reported "capsular contracture baker grade iii/IV" and "implants show signs of encapsulation and elements consistent with intracapsular rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a4, a5, b5, b6, g2.

Event description:
Patient reported "capsular contracture baker grade iii/IV" and "implants show signs of encapsulation and elements consistent with intracapsular rupture". Healthcare professional later reported " capsular contracture grade IV", "multiple marginal folds" and "calcification" confirmed via ultrasound. This record is for the right side. The device remains implanted.